Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was slow and unresponsive. The programmer powered no as expected and a check of log parsing files found no recent issues. The hard drive was reconfigured and reloaded with software as a preventative. The programmer passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer moved slowly and was unresponsive. The programmer was returned for service. No patient complications have been reported as a result of this event.